Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. Atrial flutter at 92 pbm and multiple counting contributed to the false detection. The pt was in the hosp at the time of the event. The pt was conscious at the time of the event. There were no witnesses to the event. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt remained in the hosp following the event and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remained in the hosp following the event and will continue wearing the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation monitor (B)(4): (B)(6) 2014 - initial use. Electrode belt (B)(4): (B)(6) 2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent and inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.